Event description:
The user facility discovered a hose leak in the morning upon their arrival. The leak resulted in a puddle on the floor in the room where the unit is located. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service technician inspected the unit and found a cut gasket at the straight factory crimped hose fitting at the a/b pre-filter outlet. It was reported to the steris technician that the water dripped and proceeded to flow approximately 8 feet to the proximity of the doorway. The user facility stated that the water dripping started off slow and a facility staff employee tightened the fitting which cut the gasket subsequently increasing the flow of the leak. The facility staff employee then shut off the water supply. The technician replaced the gasket, ran a diagnostic and processing cycle and confirmed the unit to be operational. Steris quality advised the user facility not to tighten hose connections and to contact steris.